Manufacturer narrative:
(B)(4). Date sent: 8/14/2025. D4 batch #: 925c01. Investigation summary: the product was returned for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample determined that one device was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device could open and close without any difficulties noted. In addition, a mechanical test was performed in order to replicate the reported event and the knife returned and the reverse button worked as expected. No functional test with a reload was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. The event described could not be confirmed as device could open and close without any difficulties noted and the knife returned as expected. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon 60mm - powered+ is important to ensure functionality. For more information, please refer to the instructions for use. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 925c01, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified

Event description:
It was reported that during a wedge resection, after fired, the knife moved to the distal end but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed to another device to complete the surgery. There were no adverse consequences to the patient. No additional information can be provided.